Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image issue. Additionally, excessive debris was found on the large light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no-image issue is traced due to a component failure and for the debris present on the light guide lens, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.